Manufacturer narrative:
(B)(4). Results/conclusions: the evaluation results confirmed the guidewire's ptfe coating was sheared but there is based upon evaluation of the undamaged portion of the actual sample. The actual sample was returned and evaluated. Visual inspection including magnification found that the actual measurement of ptfe coating that had been sheared off the outer surface of the wire was approximately 75-133mm and was generated longitudinally from the proximal in the distal direction. This suggests that a hard object came into contact with the outer surface of the guidewire. The outside diameter was measured and ptfe coating adhesion tested and both confirmed product specifications were met and comparable to current product. Since the original terumo lot number is unknown, a sample device from the same lot could not be evaluated. Therefore, reproductive tests were conducted using a sample from current production. The ptfe coated segment was pushed against a metal plate, approximately 1 mm in thickness, and then pulled in the proximal direction. This resulted in a sheared coating and some sheared portions came off of the shaft. A second reproductive test pushed the sample guidewire against an inserter and then pulled it in the proximal direction. There was no generation of damage, such as an abrasion. The third reproductive test lightly affixed the ptfe coating to a plastic torque and then pulled it in the proximal direction. A longitudinal abrasion occurred without shearing the ptfe coating or exposing the core wire. Finally, the sample was inserted into an endoscope where the forceps elevator was raised causing the sample to have close contact with the forceps elevator. The guidewire was then pushed forward and pulled backward and subjected to frictional force, exceeding the strength limit of this product. The results showed a sheared ptfe coating that exposed the core wire. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the actual sample came into close contact with a sharp object and was then pulled in the proximal direction that generated a frictional force exceeding the product's strength limit, resulting in the ptfe coating becoming sheared from the shaft. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, "do not angulate the bending section or operate the forceps elevator abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the coating on a visiglide guidewire sheared during a procedure involving a stenosed lesion in the patient's bile duct. The event occurred either while inserting the guidewire or while advancing the involved balloon catheter over the actual device. The device was sheared from 80mm - 130mm from the distal end which exposed the core wire. The attending physician felt resistance when withdrawing the balloon catheter. Reportedly, there was no harm to the patient.